Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found; normal device function. Catheter returned: proximal piece 8.0 cm including the sc pump connector. Analysis of the catheter revealed there is a tear next to the lumen, inside the sc pump connector. There is leaking from this area, inside the sc pump connector. Also, there is some damage to the retaining ring fingers.

Event description:
The pump was returned to the manufacturer with no info. Follow-up with the physician noted that the pt had expired due to probable respiratory arrest/failure. The pt's death was not considered to be device related. The device system was used to deliver lioresal 2000 mcg/ml at 660 mcg/day. The devices underwent routine analysis.